Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The customer contacted the product support the field service engineer (fse) discussed troubleshooting per the manual. The fse confirmed the reported issue. The fse recommended that the central processing unit (cpu) be replaced. The fse provided the customer with the part number and cost. The fse performed a follow up call for resolution/disposition of the reported issue and the customer confirmed that the cpu was replaced to resolve the issue. A cpu board was returned for failure investigation (fi). An investigation was performed and the product analysis technician reported that the reported issue was unable to be duplicated due to a mistake made by the technical investigator that resulted in irreparable damage to the cpu board, preventing identification of the root cause of the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator generated an error relevant to primary alarm failure. The ventilator was not in use on a patient at the time of the event occurred.